Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI - ((B)(4). Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports 0001822565 -2017 -01421, 0001825034 - 2017 -07133.

Event description:
It was reported patient underwent total knee arthroplasty. Five months subsequently, patient is experiencing severe and constant pain, decreased range of motion, and instability. No revision has been reported, and no further information is available at this time.